Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header and case, noted no anomalies and battery status was confirmed in beginning of life (bol) . Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Device memory was then reviewed and again normal daily measurements were confirmed. Two therapy zones with a total of 24 episodes were observed. It was also noted that no induction testing had been performed at the time of implant. All 24 episodes were reviewed for technical and functional effectiveness. The first episode occurred approximately one month post implant and exhibited normal system sensing and detection. Over the following three months, 23 additional episodes were recorded. Device reprogramming was noted to have occurred two days prior to the date of the final episode. During this three day timeframe, approximately 71 percent of the total episodes in history, had been recorded. Our final technical assessment states some system undersensing had occurred (prior to the reprogramming); however, likely due to the rate cut-off programming and an unstable rhythm. During the final episodes, normal product operation was observed and system function was deemed unrelated to the patient's death.

Event description:
Subsequently, the device was returned to boston scientific for analysis.

Event description:
Boston scientific received information that the patient with this device was hospitalized following an arrhythmic event. Reportedly, the patient had approximately 30 minutes of non-sustained ventricular tachycardia (nsvt), prior to device satisfying therapy requirements and delivering 4 unsuccessful atp bursts. The rhythm accelerated to ventricular fibrillation (vf) and ultimately was converted via a single device shock. Emergency medical services (ems) arrived and found the patient in pulseless electrical activity (pea) and transported them to a local medical facility. During hospitalization, the device was reprogrammed; lowering therapy detection from 185 to 165 and amiodarone was administered. Further review confirmed ventricular undersensing and the previously observed nsvt episodes were most likely aberrant paroxysmal atrial fibrillation. Additionally, it was confirmed the patient had polymorphic vt/vf in the vt zone, thus the device was again reprogrammed, adjusting the vf and vt zones to 170 and 150, respectively. The field representative additionally reported no evidence to support the previous pea diagnosis. While hospitalized, the patient passed away. Boston scientific contacted the local field representative for additional information; however, the representative confirmed no further details would be attainable.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.